Event description:
It was reported that the neurostimulator had migrated as the pocket and the patient's breasts had sagged. The migration of the neurostimulator also caused traction on the leads. Therefore, when the neurostimulators were replaced for normal battery depletion on (B)(6) 2011, the existing pocket sites were sutured and new pockets were made more cranially. It was noted that the patient required hospitalization due to the event. The patient was noted to have incurred non-serious injury/illness and recovered without sequela. Refer to manufacturer report 3004209178201106232.

Manufacturer narrative:
(B)(4).